Manufacturer narrative:
It was reported that on (B)(6) 2026 "tape was used to adhere catheter to patient after insertion of an epidural line. Tape did not hold line/catheter in place causing line to become dislodged." Per the customer, the "patient required additional procedure to restart new epidural line" required for "pain management" of labor. Per the customer, the patient experienced an "additional painful procedure." It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3. Additional initial reporter information: mobile telephone number: (B)(6).

Event description:
It was reported that on (B)(6) 2026 "tape was used to adhere catheter to patient after insertion of an epidural line. Tape did not hold line/catheter in place causing line to become dislodged." Per the customer, the "patient required additional procedure to restart new epidural line" required for "pain management" of labor. Per the customer, the patient experienced an "additional painful procedure."